Event description:
It was reported that after four different lead placements, a threshold or sensing could not be ascertained. The lead was not used, and a different lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Event description:
It was reported that after four different lead placements, a threshold or sensing could not be ascertained. The lead was not used, and a different lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood, the helix of the lead was extrinsically bent, and visual summary analysis of the lead indicated damage at implant. The analyst also noted that the lead was returned with the helix bent within the sleevehead.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.